Event description:
It has been reported to philips that the allura system would not power on. There was no report of harm. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system is not booting up.¿ upon investigation it was confirmed that issue was with defective host pc. The philips engineer replaced host pc and reconfigured the new license. After replacement of the part and reconfiguration of license, the system was returned to use in good working order. The codes were updated based on the investigation outcome.